Event description:
It was reported that a pump alarms constantly for a downstream occlusion when no occlusion is present. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval was not able to confirm or reproduce a constant downstream occlusion. The device was tested and performed within specification. No malfunction could be identified.